Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system prn broke after placement. The following was received from the initial reporter: the tube was broken after indwelling. It was broken during the indwelling process. It was punctured on the afternoon of june 5, and it was found to be broken on the afternoon of june 7 without bleeding. The broken tube was outside the body. The patient received intravenous omeprazole, vitamin b6, salt water, etc. The patient was admitted to the department of respiratory medicine due to infectious fever, and he was in a good state of mind. The patient was in good condition, no objection was raised, and no problems were investigated. Defective samples can be sent back to the factory.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2262334. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to aid in our investigation. Our engineers were able to observe the broken edge of the extension tubing. This event has been confirmed. Closer inspection of the broken section of the sample revealed an uneven rough surface, which suggests the tubing was exposed to the excess tension during sue that lead to the bisection of the tubing. Based on this observation and the extended use of the device, our engineers could not associate the root cause with the manufacturing process.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system prn broke after placement. The following was received from the initial reporter: 1. The tube was broken after indwelling. It was broken during the indwelling process. It was punctured on the afternoon of (B)(6), and it was found to be broken on the afternoon of (B)(6) without bleeding; 2. The broken tube was outside the body; 3. The patient received intravenous omeprazole, vitamin b6, salt water, etc.; 4. The patient was admitted to the department of respiratory medicine due to infectious fever, and he was in a good state of mind; 5. The patient was in good condition, no objection was raised, and no problems were investigated; 6. Defective samples can be sent back to the factory.